Event description:
Device report 1 of 2: reference MFR report: 1627487-2011-09339. The pt received two trial system percutaneous leads (from two different lots) on (B)(6) 2011. It was reported that the leads had invalid impedance values. Additionally, one of the two leads had been pulled out of the skin. The trial physician removed both leads. No pt complications were reported. The explanted leads were discarded by the facility.

Manufacturer narrative:
Eval: method: the device history and sterilization records were reviewed. Results: review of the device history record found a nonconformance; however, the nonconformance was identified as a cosmetic issue and did not affect product integrity or product functionality; therefore, the device was approved for use. The DHR anomaly is not related to the alleged device failure. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.